Manufacturer narrative:
On (B)(4) 2015 a field service engineer visited the customer site to address the customer complaint of wavy data being reported from the instrument. The field service engineer inspected the instrument and replaced the existing lamp cable with a thicker cable. After the lamp cable was replaced, the engineer ran performance checks on the instrument. The instrument passed performance check specifications and the customer signed an acknowledgement of the service and repair.

Event description:
On (B)(6) 2015, a customer submitted a complaint regarding a 7500 fast dx instrument reporting "wavy data." (B)(4).

Manufacturer narrative:
An internal investigation of the complaint found that the issue of "wavy data" caused the affected assay run to fail background calibration. This would cause the run to be completed with no results reported. A historical review of the instrument was conducted. The instrument was installed on june 25, 2012. The replacement of the lamp cable on (B)(6) 2015 was the first instance the lamp cable was replaced. The cause of the replacement was attributed to normal wear and tear of the part. No further investigation is being conducted on the instrument.

Event description:
On (B)(6) 2015, a customer submitted a complaint regarding a 7500 fast dx instrument reporting "wavy data." Internal reference# (B)(4).